Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('coil in my tube migrated out of the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("severe cramps"), back pain ("severe back pain") and amnesia ("memory loss"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, back pain and amnesia outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, device dislocation and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, abdominal pain lower, back pain, memory impairment, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('coil in my tube migrated out of the tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("severe cramps"), back pain ("severe back pain") and amnesia ("memory loss"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, back pain and amnesia outcome was unknown. The reporter considered abdominal pain lower, amnesia, back pain, device dislocation and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, abdominal pain lower, back pain, memory impairment, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.